Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot). One lead was implanted at l4 and one lead was implanted at l3. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2016 and the lead implanted at l4 was explanted and replaced. Postoperatively, the patient reported effective therapy.